Event description:
Meter name: fasttake. Strip name: fasttake test strips. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that the pt passed out. Their meter allegedly was inaccurately high and prompting "l-" and "apply sample". The pt does not remember the exact results on the pt's meter. The pt reported results of 110mg/dl and 108mg/dl. The results on the emt meter was 60mg/dl. The time difference between the pt's meter and the emt meter unknown. Treatment was with IV. The type was unknown. The pt's heart medication was changed. No further info has been reported.